Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were able to clear the alarm and able to complete rewind. The customer stated that the alarm occurred shortly after inserting a new battery. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.